Event description:
Event description guidant received information in october of 2001, that this patient was in for a follow-up and there was a message indicating a <10 ohms shocking impedance. Physician elected to leave lead active. Guidant received information in february of 2002 that the patient was in for another followup and again the system tested with a <10 ohm reading. This is a measured shortened condition. The system has been replaced.